Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient with an implantable neuro stimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that patient has had problems with device since (B)(6) 2016. If he uses the therapy device it causes terrible headaches. If patient turns stimulation off the headaches go away but then his pain returns. Patient thought it was the medication causing the headaches but he has been off that medication for over a year. Patient was redirected to follow up with health care professional (hcp). No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Correction to notify date . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.